Event description:
The reporter contacted animas on (B)(6) 2012, stating that the up arrow, down arrow, and is being reported due to the alleged keypad response issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.